Event description:
The customer reported to baxter corporate product surveillance one flo-gard pump in which error code 94 was detected during an unknown process. There was no patient involvement, injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.